Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after an adenoidectomy was performed by a resident at (B)(6) hospital in (B)(6), a patient had a very unusual post-operative course, required transfusion and prolonged admission. Then he was admitted at other facility, (B)(6), for postoperative care after discharge and could not be resuscitated. Further details are currently unavailable.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, IFU/device labeling review and risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. There was no way to determine if the device contributed to the reported event. Without the requested surgical report or medical history/ medical records a thorough medical investigation cannot be rendered. No relevant supporting clinical information was provided to assist with the clinical investigation surrounding the circumstances of the patient¿s death. Should any additional clinical information be provided this complaint will be re-evaluated. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.